Event description:
The pt applied atopiclair, a non-steroid cream to alleviate the symptoms of atopic dermatitis, on his face, where had allergic dermatitis symptoms. He experienced acute erythema edematous. Afterwards, he applied atopiclair on his calves, where he didn't have any skin lesion and he experienced papular rash. Because of the reaction on his face, he was admitted to a hosp.

Manufacturer narrative:
Atopiclair is a non steroidal cream indicated to treat the symptoms of atopic dermatitis. As indicated in the product labeling, atopiclair contains shea butter (B)(4). The labeling warns pts with known allergy to this and/or known history of hypersensitivity to any of the ingredients to consult the physician before using the product. Although atopiclair does not contain active ingredients, we cannot rule out that the product caused or contributed to cause the reported episode of hypersensitivity experienced by the pt (B)(4).